Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure in 2009. During the procedure, the endometrial pressure was lost three minutes into the therapy cycle and the procedure was aborted. Approx two weeks after the procedure, the pt was hospitalized due to a bowel burn. The pt had a portion of the bowel removed and was hospitalized for one week.

Manufacturer narrative:
MDR follow up. Results (B) (4) equals ( balloon deflation difficulty) customer report was confirmed. The balloon would not inflate and deflate due to an occlusion. The occlusion was found to be at 4cm from tip area. A cut down was performed and found the unknown brown material. The unknown brown material is sticky. This unit is send to (B) (4) to 12/04/09. (B) (4) evaluation found an unknown material inside the inflation lumen. When the material was removed, the balloon deflated. Sample was sent to chemistry for testing. On 12/11/09. Chemistry results state the substance is similar to silk. The substance sent to chemistry was not thread like material; it was more like adhesive or saline. (B) (4) was asked to look into the materials used during manufacturing to determine if silk is used in any part of the manufacturing process. A second sample will be sent for testing. On 1/04/2010, the results of the re-test found a substance similar absorption characteristics when comparing to acrylamide like material.

Event description:
It was reported that the balloon did not deflate